Manufacturer narrative:
Investigation - evaluation. Reviews of the complaint history, drawings, instructions for use (IFU), and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, reviews of the drawings and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with this device, which states ¿the balloon is manufactured from an extra-thinwall, high-strength, minimally-compliant material. Particular care should be taken in handling the balloon to prevent damage.¿ the IFU lists intended uses of the device, including ¿percutaneous transluminal angioplasty (pta) of lesions in peripheral arteries including the iliac, renal, popliteal, infrapopliteal, femoral, and iliofemoral arteries, as well as obstructive lesions of native or synthetic arteriovenous dialysis fistulae.¿ in addition, the IFU says ¿warnings: "do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall.¿ it is unknown what pressure was used to inflate the balloon in this case. It is stated that the balloon was removed through a sheath. Based on the information provided and no product returned, investigation has concluded that a direct cause of this event cannot be established. There is no evidence to support the device was not manufactured to specifications and not enough information to point to a definitive conclusion. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available.

Event description:
It was reported, an unknown patient was undergoing a covered endovascular reconstruction of aortic bifurcation (cerab) procedure using a pta advance 35lp balloon. The product and lot numbers are not available. During the procedure, the balloon ruptured circumferentially in the highly calcified iliac artery, reportedly after just one inflation. An unknown inflation device was used with an unspecified contrast to saline in a 50/50 ratio. Inflation pressure was unknown. There was no vessel angulation or tortuosity and the balloon was not inflated inside a stent when it ruptured. It was removed through an unspecified sheath. A counterclockwise motion was not used. A portion of the balloon remained in the patient's anatomy so a surgical procedure was performed resulting in successful removal. No patient adverse effect has been reported. The complaint device was discarded at the facility; therefore, it is not available for return to the manufacturer.